Manufacturer narrative:
Device evaluation summary: visual inspection shows a crack in the tma port. Unit appears to have been primed. Pressure integrity testing was performed at 3 l/pm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there was a leak observed at the temperature port. Reason for return was confirmed. Conclusion: reported event was confirmed. Performance analysis including pressure integrity testing was performed and observed a leak from the temperature monitoring adapter (tma) port. The observed damage is typically associated with a physical shock encountered during shipping and/or handling. Throughout the assembly process each device is visually inspected, manufacturing controls are in place to ensure that product meets specification prior to the release from the manufacturing facility. The DHR for the reported serial number of the device was reviewed and did not identify any anomalies or deviations in the manufacturing process which would cause or contribute to the reported event. The device passed all manufacturing pressure and leak tests. The damage observed to the tma port, indicates shipping and handling damage is the most likely cause. Review of history performance records for this device found shipping and handling damage to be unique rare, isolated occurrences. Trends for issues with this product are reviewed at quarterly quality meetings. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use during priming, the customer reported the affinity nt oxygenators leaked. The devices were replaced. There was no patient involvement so no adverse effect occurred. Additional information from the customer: leak was coming from near the heat exchanger seam, leak was coming from near the arterial temp probe port, leak was coming from near the arterial sampling manifold port each of these prime leaks were discovered before any patient contact. The perfusionist was just circulating prime through the cpb circuit as per usual with a system pressure of approx. 100 mmhg. Prime fluid was noted to be dripping on the floor beneath the oxygenators. They were able to pinpoint the location as noted in 1-3 above. Each leaking oxygenator was exchanged with a new 541b and the rest of the priming and patient procedure was uneventful.